Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned to the manufacturer and analyzed with no anomalies found.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead is in process; the results will be forwarded when available.

Event description:
It was reported that during the implant procedure, the tip of the lead was bent to one side and not straight. While testing the lead outside the patient, the tip moved several mm during the screwing process. The physician decided not to implant this lead. A new lead was opened. There were no patient complications reported as a result of this event. Patient outcome was reported to be ok.